Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the y-roux bypass operation was performed, the intestine was perforated when grasping it, planned anastomosis was subsequently performed at the defective part, otherwise more intestine would have remained.